Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose (bg) measuring 0.8 mmol/l (14.4 mg/dl) at 6:15 am with associated symptom of cognitive impairment on (B)(6) 2015. The reporter stated the patient was connected to the pump during the load step received 15 units of insulin from the pump when the pump allegedly had a load step malfunction. The reporter stated the patient required the assistance of a 3rd party; emergency medical services were summoned. The patient was reportedly taken to the hospital and treated with IV glucose and food/drink. No further information was provided. This complaint is being reported because the patient reportedly experienced a serious adverse event while on insulin pump therapy due to a pump malfunction that was unresolved after troubleshooting.